Manufacturer narrative:
G4:16jan2021; b4:25jan2021. The service technician replaced the touchscreen to address the issue. Failure analysis on the returned touchscreen shows that the customer complaint verified. Failed calibration. After calibration, buttons along the bottom of screen do not respond correctly. Root cause is failure of touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:25jan2021. B4:05feb2021. Further review of this complaint. There was no patient involvement when the issue was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer reported that the screen froze at pre-check out. The unit kept operating. It seems either patient disconnect, proximal pressure line disconnect or high rate alarm occurred at the time. The sales representative confirmed the reported issue. The unit started operating by performing calibration in diagnostic mode. The customer reported that the unit was in use on a patient, but there was no patient harm reported. There was no delay in patient therapy as a result of this event.